Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had pain when they moved around and their main issue was having to push to urinate and for a bowel movement. It was noted the patient completely emptied and was able void on their own without pushing; the patient was so overjoyed they cried. The patient was still on their laxative, had a problem passing gas prior to the evaluation but was able to pass gas on the day of the report with a wet bowel movement, and expected improvement with bowel movements by now; the patient was taking medication for their bowel movements, and if they were not, they would not be able to have a bowel movement. Additional information was received one day later. The patient was having to push for a bowel movement and was taking miralax and milk of magnesia; the patient was changed from the left to the right and set at 7. Additional information was received on (B)(6) 2017. The patient was unable to increase stimulation. Additional information was received one day later. The patient did not have a good day. They started their menstruation this morning and had to strain with bowel movement today, which caused migraines. The patient had their sides change to the right side and set at 6.5 in their buttocks. Additional information was received on (B)(6) 2017. The patient had been vomiting, and had episodes of void retention and diarrhea. Additional information was received one day later. The patient was still very sick, but not as bad as the last few days, still had very watery stools, and had to take laxatives previously because they could not go. The patient was not feeling stimulation on the left side all the way up, switched to the right side today and was currently as high as they could go and could not feel stimulation either. No further complications were reported/anticipated.